Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted cuts in the insulation and dried body fluid in the helix housing. The helix was unable to be retracted, most likely due to the dried body fluid. Pressure testing failed due to the insulation cuts. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of loss of capture, as the lead was electrically operating normally. The laboratory observations of cuts and body fluid are unlikely to have contributed to the clinical event.

Event description:
Boston scientific received information that, during an implant procedure, this lead had good threshold measurements as measured through the pacing system analyzer (psa), however, no capture was noted once the related device was connected. Multiple troubleshooting steps were taken and the device was replaced. Loss of capture was still noted with the replacement device. The lead was then explanted and the procedure abandoned. No adverse patient effects were reported.